Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection and insulin pump. The customer reported a blood glucose value of 280 mg/dl. The event involved product(s) mmt-1886. Troubleshooting was performed for the battery failed alarm and the customer received another battery failed alarm after inserting a new battery. Troubleshooting was performed for the high blood glucose/underdelivery and the customer was advised that the pump would be replaced. The customer alleges the pump was under-delivering. The customer performed the displacement test and the test results were failed. The customer reported receiving a battery failed alarm the customer reported that the battery cap contacts and battery compartment are not damaged or corroded. The customer has been using the insulin pump system within 48hours of the reported high blood glucose event. No further patient complications were reported. The customer will discontinue using the device. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Successfully downloaded history files and traces using thump and carelink. On the event date of (B)(6) 2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 16.35 u and dailytotalofbolusinsulindelivered = 55.8 u which is equal to the dailytotalofallinsulindelivered = 72.15 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of (B)(6) 2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0873 inches. Pump received with normal operating currents. No battery failed alarm or under delivery during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found no battery failed alarm or battery alert/alarm one week before the event date at (B)(6) 2025. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.4 mv). The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged for the pump under delivery or battery failed alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.